Event description:
The customer reported the c-arm image is blank. No pt or staff were injured due to loss of the image.

Manufacturer narrative:
The ge svc rep replaced the two cables from the camera to the camera shield. The unit is operating as intended.